Manufacturer narrative:
Further evaluation of the integrated electro surgical unit (iesu) confirmed the reported m-02-3 errors. The iesu was found to have a defective central processing unit (cpu), sensor board, and a defective instrument interface module. In addition, the housing cover and the front frame iesu had mechanical damage and needed to be replaced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the system to have had several different iesu faults. The generator was replaced, and system returned to customer for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and found the reported issue was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed m-02-3, c-83, c-82, m -11.

Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal mass resection surgical procedure, the customer reported they were continuing to have issues with erbe. The customer noted this was ongoing issue when they power the erbe on it will intermittently have errors requiring them to power cycle the erbe. The technical service engineer (tse) viewed live logs indicated m-32 error. The procedure was completing as planned with no reported injury.